Event description:
Patient representative reported "the left breast prosthesis shows wrinkling of its edges and capsule detachment, which may be representative of intracapsular rupture".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture grade IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture IV and subcapsular fluid.

Event description:
Patient reported for left side "capsular contracture grade IV". Healthcare professional reported "pain, hardness", "radial folds", "subcapsular fluid in the medial aspect to the left", "patient found out about the recall". The device remains implanted.

Event description:
Patient reported left side capsular contracture, baker grade IV. Additionally, healthcare professional reported "pain", "hardness", "radial folds", "subcapsular fluid in the medial aspect to the left", and "patient's concern with the product". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the identified photos: the photo shows two devices without identification to which side each one belongs. The first device has crease flat and the second one has an opening on the anterior. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it is not possible to determine the most likely failure mode.